Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8216700, model: sc-8216-70, serial: (B)(4), batch: 7035137.

Event description:
It was reported that the patient developed infection at the ipg site. Symptoms of redness, swelling and drainage were noted. Infection was not device nor procedure related and the caused was unknown. Antibiotics were prescribed. The patient underwent an explant procedure and was doing well postoperatively. The explanted ipg and lead will not be returned.